Event description:
It has been reported to philips that the software is not starting up. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed psc is not working. Upon functional testing it was found that power outage corrupted the software. The fse reinstall the suit pc software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.